Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine six month post implant follow-up, the right atrial (ra) and right ventricular (rv) leads were reported fractured. Both leads have since been explanted and replaced and are expected to be returned for laboratory analysis. No resulting adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this lead identified a complete product, with insulation cuts 19 cm from the terminal pin and dried blood identified at that location. Additionally, a circular depression within the insulation and coils slightly parted, at 20 cm from the terminal pin; likely at the site of a suture sleeve. Analysis was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits confirming no internal conductor fractures. Laboratory testing was unable to reproduce the reported clinical observations.